Event description:
Information was received indicating both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful, the end user attached a new cassette to resolve. Per reporter the rate was 46 ml.24 hrs and 7.5 ml was remaining. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).